Event description:
The customer reported that on (B)(6) 2009, the lh 750 hematology analyzer misread the sample barcode label on sample (B)(6). The identification (ID) number (B)(6) had already been used for another pt and those results had already been accepted. The sample label was read correctly on rerun. There were no erroneous or mis-identified samples reported outside of the laboratory. There were no reported changes to pt treatment as a result of this incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events. On (B)(4) 2009, a field service engineer visited the site in order to evaluate the lh750 analyzer. He removed, cleaned and aligned the bar code reader and then performed a bar code performance tests. One sample label out of 45 failed to read. The sample label that failed to read was retested with mixed results, i.e., it occasionally read properly but failed to read just as often, potentially indicating an issue with the quality of the bar code label. Note that the sample bar code labels are not a beckman coulter inc product. It was noted that the bar code checksum software algorithm for the analyzer was disabled. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy.